Manufacturer narrative:
An analysis of the case in question was not possible as the device log file was not provided for investigation. It was stated from customer site that the dispatch was cancelled as after swapping out the machine during the case a similar issue also occurred with the replacement unit. Therefore, it was concluded by the customer that there was a patient-side issue and not a device problem. After putting the device back into service reportedly it was operating properly. Unfortunately, this is the only information available. Due to lack of information, no investigation could be carried out and thus the root cause for the reported stop of ventilation could not be determined. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont and generates the corresponding "ventilator fail" alarm. Manual ventilation remains possible. Device not available for investigation.

Event description:
It was reported that the apollo stopped ventilating in volume mode. The patient was bagged. No patient injury reported.